Event description:
Per the clinic, the device was explanted (date not reported) due to a non device related infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction:this MDR was a duplicate. Any further information will be provided with report number 6000034-2015-02438. This report is submitted on november 18, 2022.